Event description:
It was reported there were high thresholds with no capture at max outputs. It was further reported there was high lead impedance and a fracture of the right ventricular lead was confirmed via xray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)